Event description:
It was reported that a high pacing impedance was observed on the device. The cause of the high impedance was suspected by the physician to be due to damage of the device header. The device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported field event of a header anomaly and high impedance could not be confirmed. Visual inspection of the device did not reveal any anomalies that could contribute to the reported event. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and were revealed to be normal.